Event description:
Operating room procedure: removal of internal pulse generator unit, removal of spinal cord stimulator extension cables, placement of new spinal cord stimulator internal pulse generator unit, revision of spinal cord stimulator leads. The spinal cord stimulator and extension cables were easily extirpated from the pocket. It was noted that one of the extension cables was fractured with the header retained within the pulse generator unit. This appeared to be a chronic fracture as the tip of the extension was blackened.